Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received the device was explanted due to pain, which is known undesired side effect of cochlea implant implantation. This is a final report.

Event description:
The user had pain over the implant side of the left ear when using the audio processor. The user has been explanted on (B)(6) 2024.

Event description:
The user has pain over the implant side of the left ear when using the audio processor. It has been suggested to the user to not wear the audio processor for a couple of weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.